Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2015 with the following findings: a review of the pump black box data and alarm history showed evidence of cs 064 alarms. The pump was powered on with no alarms occurring. Further testing was not performed due to the unrelated issue of unresponsive keypad buttons. The call service alarm issue was shown in the pump history but was not able to be adequately investigated due to internal moisture damage and unresponsive buttons.